Event description:
It was reported that the anchor broke during hip surgery. No patient injury was reported.

Manufacturer narrative:
One bioraptor knotless suture anchor system was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor is bent, cracked and the inner screw is broken. The inserter¿s inner shaft is dramatically bent. The condition of the device indicates it was subjected to excessive force in conjunction with off axis insertion.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.